Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the wire lifted off of the jaw of the hemopro 2 device. The leg was opened to complete the procedure. The hospital intends to return the device in question.